Event description:
It was reported that in central processing, a frayed cable were identified on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the distal idler. No damage was found on the pulley and clevis. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .052 offset at the tip indicating overloading at the tip. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.